Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Event description:
It was reported that the insulin pump had cracks in the reservoir compartment and the screen of the device. Customer's blood glucose reading was 2.4 mmol/l and has corrected. Customer's blood glucose reading at the time of the call was 8.7 mmol/l. No further information reported.